Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist stated the light emitting diode (led) on the bottom of the base unit was red and the battery backup had been depleted. There was no pt involvement.

Manufacturer narrative:
When the perfusionist called the MFR to report the problem, he was asked to check the circuit breakers in the back of the system. The perfusionist reset both circuit breakers and the battery time began to increase. After further troubleshooting, the field service rep discovered that the battery backup is functioning normally and all electrical measurements are within MFR's specifications. No add'l action will be taken at this time.